Manufacturer narrative:
(B)(4).

Event description:
It was reported high capture threshold and increased pacing lead impedance were observed. The patient has had no related symptoms. The lead was tested by performing a nips induction test.

Manufacturer narrative:
(B)(4).

Event description:
New information received states when an asymptomatic patient was seen in the doctor office, high impedance was again observed along with a new instance of loss of capture. The patient was scheduled for a new device implant. During the procedure, the patient blood pressure dropped and the patient heart stopped. The patient could not be rescued and expired. The impedance and loss of capture were not the cause of the patient expiration.